Manufacturer narrative:
Lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: na. Lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: na. Programmer model unknown, serial #unknown. (B)(4).

Event description:
It was reported that the patient experienced a burning sensation around the outer edge and bottom of the implantable neurostimulator (ins). The pocket site was not swollen but felt hot to the patient. The patient also felt that the pulse rate was too high. She attempted to adjust pulse rate, but was unable to communicate with the ins using her programmer. Specifically, the screen on the programmer would go blank and go on to the poor communication screen. When she was able to adjust the pulse rate, it would not go lower than "25" which was still too high for the patient. Additional information was requested, but was not available at the time of this report.